Event description:
It was reported that the customer was hospitalized after emergency medical services treated him for having a seizure from low blood glucose. Customer was given a glucagon shot by emergency medical services and then was hospitalized for a week with diabetic ketoacidosis and blood glucose over 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.